Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information was received: common femoral arteriotomy closure was attempted using a proglide device with a 6 fr sheath after a percutaneous transluminal coronary intervention. Reportedly a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, an unknown device issue occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.